Event description:
This event was reported as vegetation on valve, thrombus and clot in ventricle compromising valve function with shortness of breath, congestive heart failure and fatigue. No further info was provided.